Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Customer loaded a new cartridge to resolve the issue.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.